Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument experienced weck clips becoming stuck in the instrument. A backup instrument was used to complete the procedure. Follow-up was completed on (B)(6) 2020, complainant responded to email with additional information: this clip applier in trument never applied any clips correctly. It was reported that the instrument was working fine during testing prior to the procedure. It took multiple attempts to release the clips from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated the customer reported complaint. The grips clip test was performed and was able to clip. However, the instrument would not release the ligation clip. One side of the ligation clip remained stuck on the clip applier groove. The instrument was found with one grip slightly bent. The damage was found at the clip groove. As result, the clip applier instrument could not release the ligation clip properly upon performing a clip function.